Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the implantable neurostimulator (ins) was going to be replaced. It was being replaced as it was coming up for replacement, but patient also mentioned it was taking longer to charge. The rep stated impedances are fine and the charging had been taking 2.5 hours and was now taking 3 hours. Lead configuration was reviewed with the rep for replacement ins. Additional information was received from the rep and it was reported that the stimulator was replaced on (B)(6) 2020. The patient felt like the battery was coming to the end of life because it was not charging well or holding a charge well. The patient denied seeing the doctor symbol to indicate eri or eos. The rep is unsure if it was their opinion or the healthcare provider's (hcp) opinion that the stimulator was coming up for replacement. The rep does not have possession of the replaced ins.